Manufacturer narrative:
Date of this report (b4) was corrected from 01/10/23 to 01/11/24 which was the true date of initial MDR submission. The initial date entered was input in error.

Manufacturer narrative:
A batch record review showed no non-conformances or anomalies that may have caused or contributed to this event. Seroma and additional surgery are known complications following plastic and reconstructive procedures and are included in the instructions for use as potential complications. It cannot be determined whether the device caused or contributed to this event.

Event description:
A patient underwent bilateral two-stage pre-pectoral breast reconstruction with ovitex prs and tissue expanders. It was reported that a patient experienced unilateral seroma resulting in the removal of the ovitex prs device and the tissue expander.